Manufacturer narrative:
During the preventive maintenance (pm), zoll service personnel could not perform the functional testing of the returned autopulse platform (B)(4) due to continuous clicking sound from the brake, a blank lcd, and a flickering lcd backlight. The root cause for the observed problems was a defective processor board, likely attributed to the device's aging. The autopulse platform was manufactured in 2012 and is ten years old, well past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. The functional testing was not possible due to the defective processor board. The archive data indicated system error, user advisory (ua) 132 (internal watchdog timeout) during the last power-up. The processor board needs to be replaced to address the observed problems during the pm and the system error shown in the archive. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During the preventive maintenance (pm) on january 27, 2022, zoll service personnel could not perform the functional testing of the returned autopulse platform (B)(4) due to continuous clicking sound from the brake, a blank lcd, and a flickering lcd backlight. No patient involvement.

Manufacturer narrative:
During the preventive maintenance (pm), zoll service personnel could not perform the functional testing of the returned autopulse platform (B)(4) due to continuous clicking sound from the brake, a blank lcd, and a flickering lcd backlight. The root cause for the observed problems was a defective processor board, likely attributed to the device's aging. The autopulse platform was manufactured in 2012 and is ten years old, well past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. The functional testing was not possible due to the defective processor board. The archive data indicated system error, user advisory (ua) 132 (internal watchdog timeout) during the last power-up. The processor board needs to be replaced to address the observed problems during the pm and the system error shown in the archive. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with (B)(4).

Event description:
During the preventive maintenance (pm) on january 27, 2022, zoll service personnel could not perform the functional testing of the returned autopulse platform ((B)(4)) due to continuous clicking sound from the brake, a blank lcd, and a flickering lcd backlight. No patient involvement.